Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call daughter's insulin pump alarmed motor error. The customer¿s blood glucose level was 511mg/dl at the time of the incident. The customer declined to trouble shoot for high blood glucose. The customer stated that the insulin pump had keys that needed to be pressed hard to respond. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device passed self test.